Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with foreign matter "burrs" were discovered on tubing. The following information was provided by the initial reporter, translated from chinese to english: before using, it was found that there were burrs on the catheter tube.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos. Examination of the photos revealed an abnormality on the catheter tubing confirming your reported defect. Unfortunately, the quality of the photo did not allow for identification of the abnormality. Additional inspections or investigation into the reported defect could not be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that prior to use with foreign matter "burrs" were discovered on tubing. The following information was provided by the initial reporter, translated from chinese to english: before using, it was found that there were burrs on the catheter tube.